Manufacturer narrative:
Exemption number e2015058. The history log shows the pad-pak was first installed on the 11th december 2008 and passed all self-tests up to the 25th january 2009. The device failed multiple self-tests due to a low battery between february 2009 and march 2010. Temperatures are recorded below the recommended minimum operating temperature. The device was still in fault mode in april 2011 when an increase in voltage then suggests a further pad-pak was installed, the device passed a self-test. The device recorded manual power ups of ten minutes duration between the 11th january 2015 and the last log entry on the 4th june 2016. The pad-pak became depleted and a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.